Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. As the active electrode has been received incomplete the exact location of the fractures could not be detected. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. The child was refusing to wear the audio processor for the last 3 to 4 weeks. There was initially no report of an accident or trauma. It was later reported that the recipient is a very active 3 year old who often falls when running. A trauma cannot be ruled out. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The child was refusing to wear the processor for the last 3 to 4 weeks. There is no report of an accident or trauma.